Manufacturer narrative:
It was reported that the patient had a second blood glucose excursion on (B)(6) 2011 which has been reported. At that time, there was no evidence that the pump had malfunctioned. Customer support advised the patient to use a backup plan for insulin delivery until the patient visited his health care provider and received medical clearance to return to pump therapy. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that he was hospitalized for blood glucose excursion; he was using the pump at the time of admission. He stated that he was unsure of his diagnosis, but thought that his blood glucose was >500 mg/dl at the time of admission. The patient said that the pump was removed when he was admitted and he thought that he was placed on an insulin drip. He stated that he spent six to seven hours in the emergency room and was released to home. The patient cannot verbalize any blood glucose readings for that time. The patient is also unable to verbalize what led to this blood glucose elevation. Customer support noted that the patient is a very poor historian and they were unable to complete troubleshooting for the event. Therefore, the complaint is being reported because it is unknown if the pump caused or contributed to the adverse event.